Manufacturer narrative:
Pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump numbers are scrolling and will not stop. Customer indicated that this happened when she was trying to enter carbohydrates. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.